Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 15815834 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15815834 was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had cubie failure. A technical support specialist remotely addressed the issue where cubie 07 06 did not open during issuing and could not be tested while on the phone with support. It was suggested that the cubie might need to be replaced by the pharmacy. The system functioned as intended after technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower cubie did not open when user tried to issue medication enoxaparin 40mg/0.4ml syringe. There were no adverse events or injuries reported based on this incident.